Event description:
The manufacturer received information alleging a ventilator's external flow sensor malfunctioned. There was no harm or injury reported. The device was evaluated by the customer. The external flow sensor needs to be replaced to address the issue.